Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was over 474 mg/dl. The customer treated the high blood glucose readings with a shot and basal. The customer stated that the pump is not working properly. The customer stated that there was a sensor error. The customer stated that the charger light stays green. The customer was advised to make sure the site is not bleeding before connection. The customer was advised to monitor the site.